Event description:
A cuff leak on the device. The caller is reporting that the cuff would not hold air during use on a patient. The caller reported that replacement of the tube was required. The caller reported that the model and lot number of the device are unk. This report is associated to the third occurranc on rp200605-0356 / MFR# 2936999-2006-00535.